Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who had been implanted with an implantable neurostimulator (ins). It was reported that the patient had an ins for managing her pain but didn't get used to it. It was explanted before the first pump was implanted seven years ago. Additional information from the healthcare professional via the manufacturer representative reported that the ins was implanted in another hospital more than ten years ago. It was not explanted due to any malfunction, but due to the patient not adapting to the stimulation sensation and not good pain relief. The patient did not remember the kind of ins or the manufacturer.